Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 80 mg/dl and a seizure. Cause was not known. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.